Manufacturer narrative:
The problem was due to a power supply failure. After the replacement of this component, the laser system restarted to work. We are unaware about any patient injury.

Event description:
The laser system has the following problem: strange smell coming from the laser system. No adverse effects to the patient were reported.